Event description:
It was reported that a user stated the ilet did not present the less than normal meal size option and that dexcom cgm readings appeared less accurate after starting the pump; review indicated the user had not been consistently announcing meals, which prevented the algorithm from learning a usual meal dose necessary to enable the less than option. There was insufficient information available regarding symptoms and outcomes as the user did not respond to follow up attempts. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to meal announcement behavior, with the issue associated to user interface interaction and an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.